Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex st150 filter set, the nurse noticed blood underneath due to the disconnection of both the access and return lines from the femoral catheter. The amount of blood loss was not reported. No patient symptoms were reported, but the patient required a blood and plasma transfusion. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.